Event description:
It was reported that the patient was having difficulty charging and would take a lot of time to charge the ipg. The ipg would no longer hold a charge. The patient was also experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.